Event description:
Affiliate in another country reported that, spinal fixation was done at l5-s1 with depuy screws. Post-op x-rays, two months out, revealed that the setscrew at l5-left had loosened. A revision was done to replace the rod and two setscrews. As surgical intervention occurred an MDR is being filed to document this event.

Manufacturer narrative:
Setscrew was returned and a functional test found that, the setscrew thread into the screw head without issue. Threads are in good condition and there is no sign of cross-threading. A dimensional inspection found that the product was manufactured to specification. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. These products are technique dependent and events of this nature can occur. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.